Event description:
Pt was admitted to the hospital in 2001 with bleeding and was reportedly septic. The family elected to withdraw care at this point and the pt expired 3 days later. No antibiotics were administered for this pt.